Event description:
Boston scientific crm received information that this device and another manufacturer's right atrial lead were associated with a high out-of-range pace impedance measurement approximately six months after implant. A boston scientific field representative reported the lead still was sensing appropriately, there was no change in pacing thresholds, and there was no pacing inhibition or adverse effects.

Manufacturer narrative:
The representative reported the lead will remain in service with no modifications and be monitored.